Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/cracked. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The dso sensor was defective. The dso sensor and dso seal were replaced.

Event description:
It was reported that the pump presents a downstream occlusion alarm. The event took place at the facility, there was no patient involvement, and no harm/adverse event reported.